Event description:
The customer reported that they were unable to perform the shift/system check on the device. They stated that the buttons do not work. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.